Manufacturer narrative:
Additional, changed, and/or corrected data: d6a d6b.

Event description:
Healthcare provider reported rupture on right side. The device has been explanted and replaced with a unknown manufacturers device.

Manufacturer narrative:
Cont. E.1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported rupture on right side. The device has been explanted and replaced with a unknown manufacturers device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device with 4 assessed as fold flaw opening, unidentified (tear) opening, inconclusive and surgical damage. As per the investigation procedure, creases, stress marks and nick striated were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported rupture on right side. The device has been explanted and replaced with a unknown manufacturers device.